Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty fuse on the high voltage module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power up. When the device powered up in ac, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.